Event description:
The haptic of the lens was bent after insertion into the pt's eye using the ez-28 sofport delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.